Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient feels the stimulation; however, the stimulation therapy has never been effective in relieving the pain. The patient is pending a consult with a neurosurgeon in regards to explanting the scs system.